Event description:
On (B)(6): customer reports via phone, that during a standard room check, the system lost fluoro capability. Staff does not have a back up room to perform procedures. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.